Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap chole procedure, the surgeon was struggling to open and close the device. It appeared to lock then begins to function properly and then the same difficulty occurred. As a result, it was completely locked and unable for the jaws to reopen. They open another device to complete the case. The current status of the patient is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Engineering found during functional evaluation of the received units that: the rotation worked without difficulty; ratchet switch functioned without difficulty; grasping functioned fitfully; and the jaws could be opened and closed several times without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.